Event description:
The frame fractured at the pivot bolt.

Manufacturer narrative:
It was reported that the frame fractured at the pivot bolt. The customer was unable to use the product and contacted us for warranty. They only had it for about a month. The customer is 300 lbs. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.